Event description:
The customer reported that the insulin pump alarmed while priming. The caller stated that she woke up in the middle of the night with high blood glucose of 600mg/dl. Her last blood glucose reading was 115mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device was received with scratched screen, cracked case near the display window corners, cracked reservoir tube lip and near the reservoir tube window, cracked battery tube threads, and missing end cap sticker.